Event description:
It was reported that during the implant procedure, after the lead was placed in the ventricular septum, loss of capture and low impedance was observed. The lead was no longer used and a new lead was implanted. There were no adverse consequences for the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.